Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during a transurethral resection of the prostate, the magna screw was found to be loose and therefore removed.